Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The history of mrsa infection was reported in MFR report # (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for driveline debridement (B)(6) 2020. The patient tolerated the procedure well and was transferred to the step-down unit (B)(6) 2020. Infectious disease was consulted for serratia in wound cultures. Antibiotics were changed to intravenous cefepime and oral doxycycline given history of methicillin-resistant staphylococcus aureus (mrsa). The patient will need 4 to 6 weeks intravenous antibiotic treatment. A peripherally inserted central catheter (PICC) successfully placed (B)(6) 2020 and final recommendations from infectious disease for 4 weeks of intravenous cefepime treatment with potential to extend that treatment to 6 weeks. The patient will continue with oral doxycycline given history of mrsa infection. Patient discharged home (B)(6) 2020.